Manufacturer narrative:
G5-510k: this report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical product(s): unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
This report is being filed after the review of the following journal article: kim d., yoo y., kwon s., (2010),the spectrum of lesions and clinical results of arthroscopic stabilization of acute anterior shoulder instability, yonsei medical journal volume 51(3) ,pages 421-426 ( korea , south) doi 10.3349/ymj.2010.51.3.421. This study emphasizes to investigate and analyze accompanying lesions including injury types of anteroinferior labrum lesion in young and active patients who suffered traumatic anterior shoulder dislocation for the first time. The patients evaluated on course of this study: from april 2004 to april 2008, a total of 40 patients (37 males and 3 females) with an average age of 23.8 ± 4.2 years old (range: 16-30 year old) with acute anterior dislocation of the shoulder who were tested with mra, and 36 cases (90%) with abnormal mra findings were selected for diagnostic and surgical arthroscopy within 1 month of trauma were included in the study. Arthroscopic surgery was performed using suretac (acufex, mansfield, ma, USA) and knotless anchor (mitek, westwood, ma, USA) to suture labral lesions. The average follow-up period was 18 months (range: 14 to 40 months). The following complications were reported as follows: the only 1 adhesive alpsa showed a poor outcome. In 1 bankart lesion and 1 adherent alpsa lesion, a post-operative instability test resulted in a positive, and they eventually experienced recurrent dislocation. In I patient with a bankart lesion, while playing basketball the patient's arm was caught on to another person's arm. The incidence resulted in hyperabduction of the arm and recurrent dislocation. The patient underwent a repeated operation. This report is for an unknown mitek knotless anchor. A copy of this literature article is attached to this medwatch report.